Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. A replacement pump was sent to resolve the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.